Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the device wouldn't work well cauterizing bleeder. A request for additional information was sent and it reported estimated blood loss of 800 ml. The patient's condition was reported as no injury or consequence.